Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion tubing had detached from the connector of two of her infusion sets. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.